Manufacturer narrative:
Visual examination of the sample found a kink in the nylon tube at 4.5cm and 20 cm proximal to the tip microsensor. The microsensor was evaluated per jjpi test method and failed the sensor sensitivity test. The product was then forwarded to the MFR. The catheter was evaluated and the following observation were noted: the catheter is kinked approximately 5 and 20 cm from the sensor, the catheter is non-functional, and the evaluator indicated the transducer was exhibiting signs of a "diode effect in one or both of the sensor strain guages. That is the guages exhibit a markedly different resistance at opposite polarities. In conclusion it appears that a high voltage transient affecting the electrical characteristics of the sensor is the most likely cause of the problem in the sensor (ie. Defibrillator). At this time, jjpi considers this file to be closed.

Event description:
The microsensor was implanted and was working fine. The pt got up and the transducer stopped working. The microsensor could not be re-zeroed, device was explanted and replaced.